Event description:
Correction: the initial report reference, submitted on may 14, 2025, was submitted erroneously. The submissions is a duplicate of MDR reference # 6000034-2025-01913 submitted on may 27, 2025.

Event description:
Per the clinic, the patient experienced discomfort and did not like the profile of the device due to thin postauricular skin and abnormal contour of the ear. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, and the device was electively explanted during the same surgery. It is unknown if there are plans to reimplant the patient as of the date of this report.